Event description:
Customer called to report that she did not think her pod was working properly. Customer stated that she was in the hosp because her blood glucose levels (bgs) would not go down and she ended up hospitalized on saturday. Customer stated that she was not able to leave until they could get her bgs under control. Her bg's ranged between 290 - 315 mg/dl before removing the pod. Customer continued to ingest food/carbohydrates even with her elevated bgs. No further info was available.

Manufacturer narrative:
The pod was thoroughly evaluated and no evidence of any damage or mfg deficiency was found that would have either directly caused or contributed to either insufficient or no insulin delivery. Fluid exited the tip of the cannula when the drive mechanism was actuated. It is unk why the user experienced high bg levels. The user instructed in the user guide to periodically check the infusion site and to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.